Event description:
Boston scientific received information that this pacemaker displayed different patient data than expected, last patient check device had less than six months remaining and latest device check showed one year remaining battery life. Boston scientific technical services (ts) reviewed data and discussed how a commanded impedance affect the programmer's calculation of device remaining longevity. This device remains in service. No adverse patient effects.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating that the device has been explanted.

Manufacturer narrative:
(B)(4). This device was kept by the hospital. As the device will not be returned for analysis, the clinical observation cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.